Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rising to 440 mg/dl. It was also found the customer's blood glucose rose to 545 mg/dl after treatment with several boluses. The customer stated they were able to lower their blood glucose to 180 mg/dl after the reservoir and insulin was changed. The customer declined to troubleshoot for their blood glucose. Customer declined to return the insulin pump for analysis.